Event description:
It was reported that they are getting 50 degrees celsius on their warmer using "fluke thermocoupler". They have verified all temp checks (37, 40 and 43 degree celsius) and cleared dust from filter. There was no patient involvement and no patient harm.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). One device was received with no hose. During device testing it was found the 43 celsius button was not working. Ran test with 40 celsius and it got to 53.6 celsius within a few minutes and shutdown. The complaint was confirmed. The cause was the main control board. Replaced main board to resolve the report error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.